Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed pump reboots had been recorded. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. A crack along the battery compartment threads was observed during evaluation. The battery cap threads were also found to be stripped and damaged. Power loss was duplicated during testing. A test battery cap was used for 24 hour testing without any reboots occurring. Unrelated to the complaint, the pump¿s display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. Reportedly, the battery compartment was cracked and the battery cap was worn on the top of the cap. The battery cap did not secure tightly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.